Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Patient presented pain at the time of implant placement. It was left in place, torque testing was performed and presented mobility, implant removal was performed due to peri-implantitis.